Event description:
Unit was reported with a high stim output. The reporting clinician used monophasic pulsed current at constant current mode. User and operator noted burn smell. Stopped treatment, as unit appeared to be malfunctioning. Upon removal of the electrodes, it was noted that the pt had suffered a minor burn in the area of the electrodes. No reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or burn the pt. Unit was replaced with the preventive software.